Event description:
It was reported that device was not responding to ¿any stimulation or anything,¿ so the physician felt like the device should be removed and another unit was implanted to start over. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# va022qa, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).